Event description:
The report received from the affiliate indicated that after deployment of the 7 fr. Exoseal vascular closure device plug, pressure was applied for ten (10) minutes. However, the amount of hemorrhage at the puncture site was larger than usual. The physician suspected the plug was deployed inside the vessel-intravascular deployment. The patient did not demonstrate any symptoms of ischemia etc. To indicate intravascular deployment. Additional angiography was not done to confirm intravascular deployment. No intervention was performed.

Manufacturer narrative:
The procedure was a percutaneous transluminal angioplasty (pta) for an in stent restenosis (isr) of a lesion in the right superficial femoral artery (rsfa). The access site was the left common femoral artery. The access site was reported to be slightly calcified with no stenosis noted via angiography. A non-cordis sheath was used to obtain access. The sheath was changed to a 7 fr. 11 cm. Cordis brite tip sheath. The 7 fr. Exoseal vcd was inserted through the sheath in a retrograde approach. The sheath was retracted. The indicator window showed a black-black pattern and the deployment lever/button was depressed to deploy the plug. The patient was reported to be in stable condition post-deployment with no signs of ischemia or pain noted. The physician is certified in deployment of the device and has performed many cases-exact number not provided. The exoseal device was prepped properly according to the instructions for use (IFU). There were no visible signs of damage to the device/packaging noted prior to use. Angiography was done to certify: the femoral artery suitability including the insertion angle (30-45 degrees) of the sheath, vessel diameter equal to or greater than five (5) mm. In diameter. The puncture site was reported to be slightly calcified with no stenosis greater than fifty percent. A stent had been placed in the external iliac on the puncture side. The site had not been closed with a device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal device. There was no reported difficulty deploying the plug. The sheath and vcd were retracted together until the indicator window changed to black-black and did not show red during retraction. The physician did not have anything resting on the deployment lever during positioning. The vcd securely locked with the sheath. The deployment lever was fully depressed and was flush against the handle. The physician commented that the plug was deployed when the indicator window showed a black-black pattern but intravascular plug deployment was speculated because a stent had been placed in the external iliac at the puncture site. It was also speculated that the indicator wire might have been caught on the stent and that the indicator window did not operate properly. It was also considered that pulsatile flow from the bleed-back indicator might not have stopped completely when the indicator window changed to the black-black pattern. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After deployment of a 7 fr. Exoseal vascular closure device, the affiliate reported that the physician suspected intravascular deployment of the plug because hemostasis could not be achieved with the exoseal, however, the patient exhibited no symptoms of vascular ischemia and no treatment was rendered. The patient is reported to be in stable condition. The physician commented that "the plug was deployed when the indicator window showed a black-black pattern but intravascular plug deployment was speculated because a stent had been placed in the external iliac at the puncture site. It was also speculated that the indicator wire might have been caught on the stent and that the indicator window did not operate properly. It was also considered that pulsatile flow from the bleed-back indicator might not have stopped completely when the indicator window changed to the black-black pattern". The patient underwent a percutaneous transluminal angioplasty (pta) for an in stent restenosis (isr) in the right superficial femoral artery (rsfa). The access site was the left common femoral artery. The exoseal device was prepped properly according to the instructions for use (IFU). There were no visible signs of damage to the device/packaging noted prior to use. Angiography was done to certify: the femoral artery suitability including the insertion angle (30-45 degrees) of the sheath, vessel diameter equal to or greater than five (5) mm. In diameter. The puncture site was reported to be slightly calcified with no stenosis greater than fifty percent. A stent had been placed in the external iliac on the puncture side. The site had not been closed with a device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal device. A non-cordis sheath was used to obtain access. The sheath was changed to a 7 fr. 11 cm. Cordis brite tip sheath. The 7 fr. Exoseal vcd was inserted through the sheath in a retrograde approach. The vcd securely locked with the sheath. The exoseal vcd and vascular sheath introducer retracted together however, the reporter indicated that it was speculated that the pulsatile flow may have not stopped from the bleed-back indicator before the button was depressed. The physician did not have anything resting on the deployment lever during positioning and the window showed black/black. The deployment lever was fully depressed and was flushed against the handle. The exoseal vcd and vascular sheath introducer removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Manual pressure at the puncture site was applied to achieve hemostasis. The patient was reported to be in stable condition post-deployment with no signs of ischemia or pain noted to indicate intravascular deployment. Additional angiography was not done to confirm intravascular deployment. No intervention was performed. The physician is certified in deployment of the device and has performed many cases however the exact number of cases performed before this occurrence is unknown. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The safety and effectiveness of the device has not been established in patients who within - 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. Based on the information available for review, there are possible vessel and characteristics (calcification) and procedural factors (arteriotomy near an implanted stent and ninitol loop could have been caught up in the stent resulting in black/black indication) that may have contributed to the reported experience. However, there is no angiographic nor medical evidence to suggest that the exoseal plug was implanted intravascularly as the patient had no symptoms to support the physician's suspicion. Based on the device history record review and the information provided, there is no indication that the reported events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.